Manufacturer narrative:
The technical assistance customer service advised the customer to change the bulb and emailed the quick reference guide. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source lamp would not light. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer on the event. When was the problem first noticed? Other name of procedure performed. Unknown type of procedure performed. Unknown were any other devices involved or replaced during the event in question? No was there any delay in the procedure in which the subject device was used? No was the intended procedure completed? Yes